Event description:
It was reported that the bd maxzero¿ needleless connector experienced connection issue. The following information was provided by the initial reporter: over the last few months we have seen problems with the infusion going into cvk/hickman catheters on alaris sets with a maxzero on. It seems the maxzero inner part is not well enough into the housing when connected, and the infusion does not run properly. There are no issues when they use a syringe and do a flush, problems onøy when infusions are connected.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 25-jul-2022. H6: investigation summary seventeen mz1000 products were received without packaging for investigation; however, the customer confirmed the complaint sample was from lot 21116108. The feedback provided by the customer indicates that an occlusion was observed when an infusion set was connected to the maxzero component, however no occlusion was observed when the maxzero was flushed with a syringe. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed on all returned samples by connecting a retained 50ml bd plastipak syringe from stock to the maxzero component and flushing with fluid; in each instance no flow restrictions or occlusions were identified. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21116108 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance, as testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience.

Event description:
It was reported that the bd maxzero¿ needleless connector experienced connection issue. The following information was provided by the initial reporter: over the last few months we have seen problems with the infusion going into cvk/hickman catheters on alaris sets with a maxzero on. It seems the maxzero inner part is not well enough into the housing when connected, and the infusion does not run properly. There are no issues when they use a syringe and do a flush, problems onøy when infusions are connected.